Event description:
Account contact reports: the sponges have been coming apart and the x-ray detectable strip has been coming out. They had a case on the table and had a "tough count" as several of the sponges had come apart while being used in the body. They are not certain if there are any detectable strips or shreds left in the pt. The pt has not had any symptoms.